Manufacturer narrative:
(B)(4).

Event description:
Received info the pt had his device system explanted due to infection. Additional info has been requested and if received a follow up report will be sent.